Event description:
According to the reporter, in a laparoscopic totally extraperitoneal (tep) procedure, during mesh insertion, the valve seal disengaged. The surgeon had folded the mesh from the bottom to the middle and from the top to the middle tightly. However, the valve seal rolled off the mount when the mesh was being inserted. The surgeon then removed the mesh from the trocar and used forceps to put the seal back in place. The surgeon then used a pair of artery forceps to hold the seal while the mesh was inserted the second time. The seal rolled off again. No device component fell into the patient¿s cavity. The mesh was fully inserted and the seal was then repositioned back into the correct position. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted that the first image depicted the main valve seal partially pushed into the body of the device. The second image depicted a close-up view of the main valve seal partially pushed into the body of the device. The third image depicted what appeared to be mesh inside a patient during a surgical procedure. It was reported that the seal disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first image depicts the main valve seal partially pushed into the body of the device. The second image depicts a close-up view of the main valve seal partially pushed into the body of the device. The third image depicts what appears to be mesh inside a patient during a surgical procedure. It was reported that the seal was disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.